Event description:
Complaint submitted through clinical data collection site. Limited information provided. Patient underwent posterolatoeral spinal surgery on (B)(6) 2024. The bia-gen moldable bone graft matrix product was placed in vertebrae location l4-l5. Auograft and other hardware (not manufactured or distributed by collagen matrix, inc.) Were used in conjunction with the bia-gen product. A tlif and laminectomy were reported as other concomitant medical treatment. There were no complications noted during the initial procedure and the clinician noted the bia-gen product performed and handled excellent. On (B)(6) 2024 during a planned follow-up visit, it was noted the patient fell (exact details of fall not specified or provided), with injury to her leg and back, and has had worsening back pain since falling. A CT scan and MRI was performed on patient, indicating lower back pain with some radicular component. The patient was prescribed medication (oxycodone; dosage not specified), physical therapy, and rest. Clinician noted they did not consider this to be a serious adverse event, and the reported event is not related to the bia-gen product. No additional information surrounding patient status, patient outcome, or even information will be provided.